Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chronic headaches while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 22, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged chronic headaches related to CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, accessory module flip door, panel, rear panel, control dial, keypad, pca, blower box upper cap, blower, blower box, p4 power connector, unknown contaminate was observed inside the ui and rear panels, inside the bottom enclosure, a contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and they did observe dust/dirt contamination in the airpath, likely from a source external to the device. There was no evidence of sound abatement foam degradation.